Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Knocked in the face...blood - skin [skin haemorrhage] brush heads have been no longer staying securely attached to the hand piece, i.e., the brush head comes loose from the hand piece - oral-b [device connection issue]. Case narrative: consumer via chat stated that the original oral-b crossaction toothbrush heads no longer stayed securely attached to the oral-b smartseries 6000 toothbrush hand piece, model 3764. The oral-b toothbrush head came loose from the hand piece mid-brushing. They got knocked in the face several times by the ¿vibrating metal" and there was some blood. No serious injury was reported. 05-feb-2024 case update: the suspect product lot was n2303. No serious injury was reported.

Manufacturer narrative:
29-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Knocked in the face...blood - skin [skin haemorrhage]. Brush heads have been no longer staying securely attached to the hand piece, i.e., the brush head comes loose from the hand piece - oral-b [device connection issue]. Case narrative: consumer via chat stated that the original oral-b crossaction toothbrush heads no longer stayed securely attached to the oral-b smartseries 6000 toothbrush hand piece, model 3764. The oral-b toothbrush head came loose from the hand piece mid-brushing. They got knocked in the face several times by the ¿vibrating metal" and there was some blood. No serious injury was reported. 05-feb-2024 case update: the suspect product lot was n2303. No serious injury was reported. 29-feb-2024 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3764 pro 6000. The concomitant product was confirmed to be oral-b power oral care refills crossaction eb50. No serious injury was reported.